Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient questioned device function as related to exercise. The patient dances and is having concerns related to endurance. After dancing for a while, the patient needs to rest before continuing. The device remains in use. No patient complications have been reported as a result of this event.